Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". "Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported events were partially confirmed. Water tightness was lost due to a pinhole in the universal cord, but the error code was not reproduced. Other evaluation findings included the following: the bending angle in the upward direction and the play of the upward/downward knob did not meet the standard value due to wear of the angle wire; the universal cord was sticky and had a wrinkle; the paint on the suction cylinder and the air/water cylinder were peeled; the light guide bundle was slipping down; the suction connector and the control unit were dirty due to water leakage; the adhesive on the bending section cover had a crack and a white clouded area; the indication on the suction connector was peeled; and a flare occurred due to a scratch on the objective lens. Lastly, there were scratches on the following parts: the protector of the universal cord on the suction connector side, the suction connector, the universal cord, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, the switch box, the control unit, the plastic distal end cover, the connecting tube, the flexibility adjustment ring, the scope connector cover unit, the grip, and the scope cover. Three good faith efforts were made to obtain additional information; however, no response received from customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the colonovideoscope gave an e315-scope communication error code. It was also reported that there was a leakage. There was no report of patient harm.